Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported that the aneurysm sac is enlarging without clear evidence of an endoleak. The physician decided to intervene and implant four endurant devices to reline the talent graft in hopes that the expansion will stop. There were no issues reported during the secondary procedure. No additional clinical sequelae were reported and the patient is fine.